Event description:
Information received indicates the siderail is not latching.

Manufacturer narrative:
The technician isolated the issue to a bent siderail end tube. He replaced the end tube to repair the stretcher.